Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. It should be noted that the reported patient effects of angina, myocardial infarction and stenosis are listed in the xience prime everolimus eluting coronary stent system, instructions for use (IFU) as a known patient effects of the coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other xience prime stent referenced is filed under a separate MFR report number.

Event description:
It was reported that on (B)(6) 2013, a 3.0x18mm and 3.0x12mm xience prime stent were successfully implanted in the proximal and mid-distal right coronary artery (rca) lesion. On (B)(6) 2018, the patient was hospitalized with unstable angina and a non-st elevated myocardial infarction was diagnosed. Restenosis was observed in both implanted xience prime stents. As treatment, another percutaneous intervention was performed placing a xience stent in the proximal rca and drug eluting balloon angioplasty in the mid-distal rca. The patient's medications were adjusted and the event resolved. There was no additional information provided regarding this issue.